Manufacturer narrative:
The following other devices were also listed in this report: modular dual mobility insert ; cat# 626-00-48g; lot# 57972403. Delta v-40 ceramic head 28/0 ; cat# 6570-0-128; lot# 58325703. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Sales rep reported irrigation & debridement, explanted liner, x3 7 femoral head and replace with new/same implants.